Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that "I am having issues and I¿m trying to figure out if they are related to the interstim". They stated that "it was working fine, but then for the past 2 months I have been starting to feel like my leads have moved". The patient reported they tripped in the past and wanted to know if this could have moved the lead. They patient also noted they had ¿3 small children and one always kicks me in his sleep, and I think that also might be a part of my problem". It was further stated that "on my mid back, just above where the stimulator is, I have this intense pain all day every day if I¿m sitting or driving or bending, it¿s a long drawn out pain". This started ¿like on and off for about the past ¿almost 2 months¿. The patient did follow up with their healthcare professional (hcp) and ¿they said everything looked alright".

Manufacturer narrative:
The main component of the system: product ID: 3889-28, lot# va131ft, implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported they felt pain in their back that hurt so bad that just touching it would make them cry. Their spouse tried rubbing the area and it was so intense that it made them want to throw up. Around the lead incision area, it looks bruised, swollen, and like a bubble. The bruise started to come up where the implantable neurostimulator (ins) was located. It does not look normal to the patient. They called the healthcare provider (hcp) office and the nurse was concerned that the lead may have moved and the patient was concerned about the lead moving. Therapy was still helping their bladder, but they were having bowel issues. They turned stimulation down to 1.5v, but they still feel back pain. It was noted that the patient's son, who had sleep apnea, kicked them in the back really hard one night, due to sleep issues. They stated that might have caused the issues. The issues the patient mentioned were reviewed and it was suggested to follow up with their healthcare providers office. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.